Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Event description:
The patient underwent generator replacement on (B)(6) 2014. The generator has not been recevied for analysis to date.

Event description:
Analysis of the returned generator and lead was completed. During the product analysis, there were no anomalies found with the pulse generator. The generator performed according to functional specifications. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The incision mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings, there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the reported event. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
On (B)(6) 2014, it was reported that this vns patient was found to have a lead break and was referred for revision. Clinic notes dated (B)(6) 2014 showed that the patient was seen because her patient¿s seizures became less well-controlled. The patient was concerned about his vns not firing adequately. Diagnostics showed that the output status was limited with high impedance. An x-ray reported dated (B)(6) 2014 stated that the leads appeared intact. No break in the lead was identified. Follow-up showed that, per the patient, there was no reported trauma. The device was disabled. Review of manufacturing records confirmed that the suspect device passed all functional tests prior to distribution. Surgery is likely but has not taken place.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The device was returned programmed on indicating that it was likely not disabled in the field.

Manufacturer narrative:
Describe event or problem, corrected data: additional information was received stating the generator and lead were replaced on (B)(6) 2014. The previously submitted MDR stated that only the generator was replaced. Date of explant; corrected data: previously submitted MDR should not have had a date included in this field. The information was unknown at the time and only the generator was believed to have been replaced.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests pri or to distribution. Device failure is suspected but did not cause or contribute to a death.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR indicated that the device was disabled following the high impedance; however, as-received settings indicate that the device likely was not disabled. This report is being submitted to correct this information.